Event description:
A malfunction was reported on the pump by the caller, although no notable events had occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction reappeared, which the caller acknowledged and understood.